Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed loss of capture on every other ventricular beat. It was suspected that there was an atrial sense right after the t-wave while the ventricle was still in refractory so the ipg was not capturing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.